Manufacturer narrative:
D10: concomitant product: unk emprint ant, unknown emprint antenna (lot#unknown); unk - emprint gen, unknown emprint generator (serial#unknown) impact of tumor size on outcomes of hepatic arteriography and c-arm CT-guided ablation (hepacaga): > 3 cm is no absolute contraindication. Niek wijnen, emma ruijs, rutger c. G. Bruijnen, joep de bruijne, jeroen hagendoorn, guus m. Bol, martijn p. W. Intven, and maarten l. J. Smits. Cardiovasc intervent radiol (2026) 49:59¿69. Published online: 26 august 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any re quired fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study aimed to evaluate the impact of tumor size, on outcomes in patients treated hepatocellular carcinoma or colorectal liver metastases between january 2021 and june 2025. All patients underwent hepatic arteriography and microwave ablation using the emprint hp microwave generator. There were 137 patients with 265 tumors, with patients stratified by tumor size: less than 2 cm, 2¿3 cm, and 3¿5 cm. Postoperative complications included pneumothorax.